Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Patient underwent revision of head and liner approximately 2 months after initial implantation due to infection. The patient was then followed by an infectious disease specialist for antibiotic therapy. Upon follow up, the patient continued to have drainage from the site and elevated labs. The plan was then made for a two stage revision with removal of hardware and placement of antibiotic spacers. No further intervention has been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Review of the available records identified the following: head and liner replaced without complication, stem and shell retained. Post-op plan for infectious disease consult and antibiotics. Sutures removed, on 2 antibiotics per infectious disease physician, elevated sed rate of 60, crp 3.7, and wbc 8.8 (indicative of inflammation, possible infection). Continues to have drainage from debridement incision. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03931.

Event description:
It was reported that patient underwent total hip arthorplasty. Subsequently patient developed an infection and was hospitalized a few days later and became septic. Revision procedure was performed on unknown date where the modular head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.